Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. The data log could not be retrieved and functional testing could not be performed because of the "call tech support" error. The customer complaint could not be confirmed because it could not be determined if any error occurred on the date of event. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter and receiver that occurred on (B)(6) 2015. Patient's mother stated that she had completed all possible troubleshooting steps including resetting the receiver and it was still not working properly. At the time of contact, no injury or medical intervention was reported. The complaint device was returned for evaluation on (B)(6) 2015. A follow-up report will be submitted upon completion of device evaluation.